Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.2, operating system: 18.6, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia, diabetic ketoacidosis, and a kidney infection on (B)(6) 2025. The patient's blood glucose levels reached 380 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, vomiting, dizziness, and kidney pain. The pod adhesive was found loose and the cannula was found to be dislodged from the infusion site (arm). The patient was treated with antibiotics, fluids, magnesium, and potassium. The patient was released on (B)(6) 2025. The pod was removed and discarded at the hospital.